Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The following was received from a hospital regarding a customer who was admitted for high blood glucose of 600 mg/dl and diabetic ketoacidosis, sepsis and pneumonia. Customer will call back when he is able. No further information was given.